Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl. The customer experienced symptoms such as stomach issues. The customer stated that the paramedics were called and she was taken to the hospital. The customer was given juice and shots. The insulin pump will not be returned for analysis.